Event description:
It was reported that the right atrial (ra) lead exhibited undersensing possibly contributing to inappropriate event termination and possibly affecting mode switching. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.